Event description:
Caller works at the above account cleaning scopes with cidex. She started in april 97, by the end of july 97 she was noticing symptoms such as: "difficulty breathing, stuffy nose, coughing, wheezing, constantly tired, waking up with my top lip swollen, and nose feeling swollen". She states that the cidex is in a small room with a little ventilation vent. She states that she has been to the dr numerous times and he has tried one thing and then another. She stated that she is going back to the dr and will ask him about a sensitivity to the cidex.